Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer followed instructions provided by technical support to reset the pump, leading to a successful start of the sensor session, and there was no reoccurrence of the error.